Event description:
It was reported that the pump exhibited a primary audible alarm system failure error message. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found the tamper seals were broken, a cracked plunger case, cracked top case, and a missing battery. The device's event history log revealed a system failure: primary audible alarm. The device was powered up and an audio test was performed for functional testing. Upon review, the primary audible alarm was unable to be duplicated; however, it was confirmed pixels were missing from the screen. It was determined that the root cause was from the mainboard not operating as intended. The mainboard was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.